Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an errhwrf. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log could not be downloaded because the receiver would not turn on. An attempt to open the case and inspect the hardware error failed due to heavy corrosion on the battery connector. The reported event of an error icon display could not be confirmed during receiver inspection. A root cause could not be determined.